Event description:
It was reported by the rep that (1) tsw45 device and (1) tr45b reload were used during a laparoscopic gastric bypass. It was reported that the surgeon fired the stapler 2-3 times using a tr45b, after which a gastric tube was placed and went through the staple line. The nurse noticed staples that had not formed. The surgeon oversewed and completed the procedure. The pt was later brought back in because of an obstruction. The pt had to be reoperated to remedy the situation. The surgeon attributes the obstruction to earlier failed staple line and subsequent adjustment in technique. The devices were discarded.